Manufacturer narrative:
During retraction, the angiosculpt device separated in two pieces. However, no piece of the device was retained in the patient and no injury reported. Recurrence of this malfunction could result in embolism or flow limiting dissection. Patient information regarding relevant tests/laboratory data or medical history are unknown. The information was not available from the facility. The angiosculpt device is with the hospital's risk management, thus no returned product evaluation was performed. It is likely that the force applied by the user caused or contributed to the device separation. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The angiosculpt balloon was inflated to 8 atm with no issues. Upon removal, resistance was noted, thus force was applied and the distal shaft separated. The sheath, guide wire, and distal shaft were removed as a unit. No piece of the angiosculpt device was retained in the patient. No patient injury reported and no additional equipment or intervention was performed.